Manufacturer narrative:
Ocd performed batch review, complaint review by lot and donor history was performed. All results were satisfactory. Unable to perform retain testing since complaint was reported (B)(6) 2016 and product expired 02feb2016. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer reporting two separate incidents of transfusion reactions: customer reporting false negative results for antibody screen tests using screening cells lot# vs894 exp: 2/2/2016 when tested on provue instrument with anti-igg cards. Incident occured on (B)(6) 2016; on separate patient where antibody screen was reported as negative using screening cells lot # vs894. Immediate spin crossmatch was performed and one unit of prbc was transfused. Patient was discharged the same day. On (B)(6) 2016, patient returned to facility and antibody screen was performed using a different lot of 0.8% selectogen and now cell #2 reacted 2+. Using 0.8% resolve panel c (untreated), anti-e was identified. Auto control and dat tests were positive (1+). No elution performed at facility. Donor unit was positive for e antigen. Patient was discharged from facility (no added details provided). Transfusion reaction work-up was performed by customer. Customer reports qc is normal. Weekly maintenance performed as expected. Ocd discussed possible low titers on samples, that were detected during antibody screen . Customer agreed with discussion.